Event description:
A report was rec'd that a pt's charger was burning him. The pt cannot feel his back where the implant is, but after charging it is very red and hot to the touch. The pt described the burn as similar to a sunburn and his physician provided him lotion for the burns.